Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 1 despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support explained the cause, related to a variance in measured pressures, and advised that the fill estimate would adjust once the actual insulin matched the displayed amount. Caller understood and accepted the explanation.